Event description:
Dr applied the fixator to the pt for treatment of blount's related deformities through an open wedge osteotomy with external fixation. The fixator was applied approx 2003 and one month later, when the pt was at physical therapist's office, the body locking screw fell out of the fixator. The therapist pushed the screw back in place and the pt contacted the dr. Seven days later, the pt was brought into the or and the dr performed an acute correction of the osteotomy site and replaced the fixator body leaving the current clamps in place. The dr locked the fixator into place to facilitate the acute correction. The pt was weight bearing while the device was in place.